Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted due to a drop in hemoglobin. During interrogation, power spikes were noted of up to 15 watts with flows of up to 12 lpm's. A complete blood count (cbc) showed hgb of 5.9. The pt's lactate dehydrogenase (ldh) had decreased from 1200 to 700, renal function was normal, and no heart failure symptoms were noted. The pt then experienced red heart alarms and pump stoppage. The display would go back and forth between "pump off" and the "pump running". On auscultation of the pump, a revving up and down sound was heard. After a few minutes the alarm seemed to resolve. The pt was asymptomatic during the entire event. An echocardiogram (echo) was performed and it did not show any inflow obstruction. Labs were drawn to check for hemolysis and the pt's hemoglobin was being monitored. A (B)(4) study was conducted where it indicated that the left ventricle (lv) was not unloading and increased in size with increase in speed. The pt had a pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.